Event description:
In (B)(6) 2011: severe stomach pain, throwing up blood, had to be rushed to hospital. Had pain previously for some time. Major surgery on (B)(6) 2011. Was in the hospital for, all together, almost a month. Horrible pain and complications. Had home health care nurses daily for surgery wound. Could not work for over a year. Having serious fatigue issues from pain and surgery. Made my life hell. Ventralux hernia mesh (B)(4) put in (B)(6) 2009. In 2011, surgery due to ventralux hernia mesh detaching and causing adhesions and intestinal blockage.